Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 3550-29, lot# n495724, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The consumer reported 4 instances of the stimulation sensation disappearing but they do not notice it right away. The patient reported that the pain comes back so they go to get their patient programmer and the minute they put it against their implant, stimulation starts back up again. A loss of stimulation was reported. It was reported that the programmer was showing that the stimulation was on. The patient thought that they were using the stimulation off button as the patient programmer off button and thought they were turning stimulation off by accident. A return of pain was reported. Relevant medical history includes non-malignant pain.